Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had moisture damage. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had taken water and that it no longer worked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.